Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date during 2009 without incident. Shortly thereafter, the patient returned with pelvic pain, fever, and increased white cell count. The presumptive diagnosis was endometritis. The patient responded to antibiotic therapy. No cervical cultures were obtained prior to the procedure.

Manufacturer narrative:
Endometritis- conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.